Event description:
Service was requested on this device based upon a report of pump failed accuracy tests. Failure was found during biomed testing. The facility's rep reported that there was no record of any pt incident associated with this device since the last baxter service event.